Event description:
Per the clinic, there are plans to explant the device due to the open circuits and the device was subsequently explanted on (B)(6) 2025. The patient was reimplanted with a new device during the same surgery.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. It was also reported that the patient experienced a head trauma in ealy (B)(6) 2025 (specific date not reported) and open circuits were noted on 22 electrodes. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device.